Manufacturer narrative:
Analysis for lead (B)(4) revealed the lead body conductor was broken at the injex anchor site. All the conductors were broken 14.5cm from the distal end. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 97791, lot# unknown, product type: accessory. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-nov-2021, UDI#: (B)(4). Report source: (B)(6). Conclusion code belongs to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient lost stimulation. When impedances were tested, all were out of range. There were no reported external contributing factors. Troubleshooting was performed. The doctor decided to check the system in the operating room. First the impedances were checked with a snap lid when disconnected the lead from the ins. All impedances were out of regulation, so it was decided to change the lead. The issue resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.